Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini drawer was offline.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. The technical support specialist guided the customer through restarting the cabinet using the power switch. The all in one (aio) was also restarted successfully. The tss found in populate buttons screen no failed drawers. The customer confirmed able to issue the item. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini drawer was offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.